Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink, paclitaxel sets leaked from the bonded section at the bottom of the drip chamber. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection was performed to the samples using the naked eye, no defect was observed that would generate a leak. Pressure test and clear passage under water tests were performed and the results were not satisfactory. A priming test was performed on the samples which revealed leaks located between the assembly of the tubing and the drip chamber. The reported condition was verified. The cause of the condition was an incorrect amount of solvent applied or an incorrect assembly method during the manual assembly step of the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.